Event description:
It was reported the pt was experiencing back pain. Subsequently, the pt received an MRI and intravenous antibiotics due to an infection at the trial lead site, which developed approximately one month after the explant of the trial lead. It was reported there were no issues during the trial and the explant of the lead.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable for form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.